Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges while using a scooter at a store, her foot slipped and she fell off the scooter fracturing her right hip.